Event description:
It was reported to gyrusacmi that smoke was observed from the eiwe-pkfl. The surgeon removed the working element, significant char was visible on the working element and single use bipolar cord. The surgeon used another working element, bipolar cord and electrode to complete the procedure. No injury to the pt was reported.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.